Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided instructions for a pump reset, after which the error did not occur again, and the customer successfully started their sensor session.